Event description:
It was reported than noise was observed on the pace/sense portion of the lead. The noise was reproducible with isometric testing. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.